Event description:
A surgeon reported a patient that had residual cylinder following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in this lot. The product investigation could not identify a root cause. Additional information has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).